Manufacturer narrative:
According to the customer on (B)(6) 2022 a foley catheter was placed for hemodynamic monitoring and urinary retention. Per the facility when the patient was repositioned the foley catheter tubing slid out of the urethra requiring an additional catheter to be placed. Per the facility there was no additional medical intervention or serious injury noted in relation to the reported incident. The sample was returned for evaluation and the issue confirmed, however, a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2022 a foley catheter was placed for hemodynamic monitoring and urinary retention. Per the facility when the patient was repositioned the foley catheter tubing slid out of the urethra requiring an additional catheter to be placed.